Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a decrease in the intrinsic amplitude. The smart pass feature had programmed itself off due to the low amplitudes. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.